Manufacturer narrative:
The following sensor was reviewed and found outside of the tolerance for cardiomems mean. The cause is inconclusive at this time and is under investigation. There is no CAPA (corrective action preventative action) associated with the reported event, as there is no new harm or risk identified for the patient or user. This and similar events are monitored and trended via quality data review. A CAPA will implement necessary actions if required. A device history record review could not be performed as the lot/batch/serial numbers were unavailable.

Event description:
It was reported in an article titled "novel uses for implanted haemodynamic monitoring in adults with subaortic right ventricles" by william h marshall v, may ling mah, jennifer desalvo, saurabh rajpal, lauren t lastinger, arash salavitabar, aimee k armstrong, darren berman, brent lampert, lydia k wright, jenne hickey, rachel metzger, deipanjan nandi, robert gajarski, curt j daniels that a right heart catheterization was performed with cardiomems sensor recalibration as the indication. The difference in mean pulmonary artery pressure between the transcatheter data and the cardiomems sensor was -21 mmhg.